Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device could not confirm the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event occured during surgery. Reason for complaint: ¿the glenosfere threads did not engage with the metaglene component.¿ new product were used, same code and it worked fine. Or delay : 10-15 minutes no: patient consequences surgery could be completed successfully.